Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y gastric bypass, when the surgeon attempted to fire the device, the load half fired and half of the staples remained in the loading unit. The surgeon then had to revise the stomach pouch and redo the anastomosis to complete the procedure.